Manufacturer narrative:
No components have been returned to the manufacturer. No further investigation may be carried out. The customer will be supplied with a new centrifuge rotor. (B)(4). Not returned to manufacturer..

Event description:
The customer states the rt12 rotor broke apart in their statspin ssvt-1 centrifuge during operation. The customer indicated shield was in place at the time of failure. There was no report of escape of parts from centrifuge at the time of failure. There was no report of harm, exposure, or injury to (veterinary) patients at the time of the failure. There was no other damage to the centrifuge at the time of the event.